Manufacturer narrative:
(B)(4). Multiple MDR's were filed for this event. Please see associated report(s): 0001825034 - 2018 - 10440. 0001825034 - 2018 - 10443. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
It was reported the patient was revised to address unknown reasons. No further information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of op notes, as elevated metal ion levels, metallosis, femoral osteolysis, and acetabular malpositioning, loosening and fracture were all noted. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information: device was not revised, as an explant date was previously reported. Concomitant medical products: m2a-magnum pf cup 54odx48id, pn us157854, ln 044920. M2a-magnum mod hd sz 48mm, pn 157448, ln 726660. M2a-magnum 42-50 tpr insrt std, pn139256, ln 108230. Multiple MDR reports were filed for this event. Please see reports: 0001825034-2019-00491, 0001825034-2018-10440-1. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision surgery due to elevated ion levels, metalosis, actebaular fracture, osteolysis, malpositioning and loosening approximatly 9 years post implantation. Attempts have been made and additional information is available.